Event description:
It was reported that electromagnetic interference was noted on the right atrial (ra) and right ventricular (rv) leads. The noise was seen as atrial fibrillation (af) but appeared to be external. The leads remain in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).